Event description:
The customer reported the vertical lift up & down buttons are broken. No pt was involved.

Manufacturer narrative:
The ge service rep removed and replaced the vertical lift up & down switches. The vertical column up/down tests and checks out ok. System is ok to use.